Event description:
Reporter alleged erratic blood glucose device readings. It was stated blood glucose measured in the 500s mg/dl back to back with a result in the 100s mg/dl. Reporter indicated being non-symptomatic at the time. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.